Manufacturer narrative:
Reliability analysis inspected 5 opened and used infusion sets and performed hand prime using a new lab reservoirs and found 4 of 5 occluded at quick release connection septum site. Remaining infusion set found that the p-cap needle was occluded. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit. The customer assembled a new infusion set and reservoir. The customer performed plunger push and the insulin did exit. The customer also stated that the insulin pump did not alarm no delivery during manual prime. The infusion set will be returned for analysis.